Event description:
It was reported to philips that the heartstart mrx defibrillator v6 lead showed dashed lines during 12 lead measurement. There was no negative patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.